Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity. It is unknown if the increase is above pre-vns baseline. The increase was suspected to be due to battery depletion even though diagnostic test results were within normal limits. It was also indicated that the patient no longer felt stimulation. No patient manipulation or trauma occurred that may have contributed to the reported event. The patient's generator was replaced and attempts to obtain the explanted product are underway. Good faith attempts to obtain additional information regarding the event have been unsuccessful to date.